Event description:
Husband states that there is a hairline crack on one of their pumps. Pump still functions okay. "Did the reported product fault occur while in use with a pt: no, did the product issue cause or contribute to pt or clinical injury: no, did we replace device: yes." Dose or amount: remodulin 19nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.